Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had changed the infusion set but was still getting a no delivery alarm. The customer's blood glucose level was 128 mg/dl. Troubleshooting was performed. The insulin was able to exit the tubing when the customer manually pushed it with a plunger. However, the insulin pump alarmed a no delivery during the manual prime test of 5.0 units. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.